Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? The surgeon hardly open with pressure. (I can¿t explain specifically). What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? The surgeon said he used manual override. Did the jaws eventually open? I¿m not sure. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon used this device for pancreatectomy. After firing, the blade didn't take back properly. The surgeon followed manual retrieve process to open the jaw, but the surgeon hardly open the device. The surgeon said the pancreas was thick , so it could give effect to the performance of the device. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/12/2023. D4: batch # 850a93. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the anvil bent upwards and no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. In addition, a tyvek was returned along with the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond the indicated thickness of tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected finished good quality assurance. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 850a93, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/5/2023. Additional information: this is an analysis of photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows the open jaws of a device held by a rubber band with a green cartridge installed. In addition, damage to the internal part of the jaws is observed. No conclusion or root cause could be determined.